Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1. (B)(4). Device will not be returned.

Event description:
Customer reportedly received the following results on 2 different systems within 2 minutes: 31.1 mmol/l (mobile system 1) and 7.5 mmol/l (mobile system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device.